Event description:
The customer reported that the system displayed an overload fault error and when they rebooted the system, they were unable to perform fluoroscopy x-ray and a charger failed error message was displayed.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver board. The system operates as intended.